Event description:
Left total hip replacement hip depuy pinnacle acetabular cup system, size 54, due to osteoarthritis. It was a defective device that caused pain, metal synovitis, pseudotumor, fluid collection. Failed device had to be removed on (B)(6) 2011, during revision surgery.